Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the handpiece device was not functioning and was defective. It was noted that the housing was leaking, the trigger was jammed and defective, and the coupling tool side did not function. It was further determined that the device failed pretest for check proper function of the trigger, check the rotation of the saw head, check the saw head locking mechanism, check the saw blade coupling, and check for leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.